Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that alert/notification settings occurred. On the day of the event at 04:07am, the spouse noticed the patient was having a seizure due to hypoglycemia. The display device was showing urgent low on the g7 app; however, the alarm reportedly did not go off. The daughter called 911 and his spouse gave him 2 tubes of glucose gels and apple juice. Upon the arrival of the ambulance, paramedics checked his bg and it was 20 mg/dl. The cgm reading at that time was unknown. In the emergency room, a nurse checked his bg and it was 70 mg/dl. The cgm reading at that time was unknown. The patient was treated further with carbohydrates. At the time of discharge, the bg was 317 mg/dl. At the time of the report the same day, the patient was reportedly fine. Performance data was reviewed. The allegation was confirmed due to the finding of no audio output. The probable cause was determined to be alert disabled, vibrate only, or always sound disabled. No additional patient or event information is available.